Event description:
It was reported that, "put a 40mm head in and she was not complaint. She is an alcoholic and she dislocated. The cup showed remarkable wear on the superior part of the cup and the notch engagement for the liner insertion were completely worn away."

Manufacturer narrative:
If additional information becomes available, the evaluation summary will be submitted in a supplemental report.